Event description:
Patient reported experiencing elevated blood glucose of >400 mg/dl. Her normal range was 90-120 mg/dl. She indicated that the device history indicated that she had received 45 units of insulin since midnight, which she believed to be correct. Patient stated that this was the second occurrence of elevated blood glucose in two weeks. She believed the infusion device caused the elevated blood glucose. Patient indicated that she would switch to her backup device. She did not report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.